Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change with teflon insets and 23-inch tubing, blood glucose rose despite visible drops in the tubing; the site was removed and not kinked, a new site was placed, delivery was resumed, and replacement insets were shipped. Symptoms included hyperglycemia with a reported peak of 406 mg/dl over approximately 2.5 hours, without loss of consciousness, dka, or other acute effects. Outcomes included return to target glucose range later the same day and no medical intervention, backup therapy, or ketone testing. Investigation included review of device data. Investigation of this case revealed an unclear cause of hyperglycemia without evidence of device alarms or mechanical occlusion; the ilet system and g7 sensor were in use and functioned without reported alerts. It was concluded, based on previously established findings for similar reports, that the cause was uncertain and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.